Event description:
The following has been reported: "the agilia pump was used for precise injection on (B)(6) 2023, and the actual flow fate of liquid solution was found much different from the set flow rate. So the customer thought it may cause serious injury to patient, even life-threatening." Additional info from customer: confirmed that there was no serious harm to the patient. No log, repair/service files or parts available for evaluation. Customer performed syringe calibration and the pump is being used. The set flowrate was 10ml/h, the actual flowrate of liquid was faster than that (actual measured flow per infusion not provided). Device history record was reviewed, no issue has been found. Device log was not provided, therefore no review could be performed. The device was not returned to our laboratory for analysis. Without the affected sample, no investigation can be performed and no root cause can be determined. However, based on the information provided, as the customer had repaired the device by re-performing syringe calibration with success, the root cause is probably a bad calibration of the device. To our knowledge this complaint is not being related to patient safety. However, the complaint has been registered for statistical monitoring. If further information are provided later on we will re-open the complaint and pursue the investigation. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.